Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use and during prep, the shaft of the emboshield nav6 embolic protection system (eps) kinked when the filter was being loaded into the delivery catheter (dc) pod. No resistance was noted and there was no bunching or wrinkling noted on the dc pod. The device was not used and there was no patient involvement. Another emboshield nav6 was used to complete the procedure. There was no clinically significant delay in the procedure. Return device analysis identified a separation of the distal tip of the retrieval catheter. The account confirmed that the separation occurred during loading of the filter. No additional information was provided.

Manufacturer narrative:
Vvisual, dimensional and functional analysis performed on returned device. The reported kink was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint handling database for the reported lot revealed no other incidents and/or complaints for deformation or material separation. According to the information provided, the retrieval catheter tip detachment likely occurred while prepping the device. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to manufacture, design or labeling.